Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the entire right side of the programmer screen was not working, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. (B)(4).

Event description:
It was reported the entire right side of the programmer screen was not working. A new stylus was tried, but it did not work. The programmer was returned for repair. No patient complications were reported as a result of this event.